Manufacturer narrative:
The customer returned two bottles of the contour test strips. However, the device involved in the event occurrence was the contour next ez meter with the associated contour next test strips. Since the suspected device was not returned for evaluation, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found.

Manufacturer narrative:
Patient identifier: so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that she obtained a difference of 1.8 mmol/l between the blood glucose readings obtained on the contour next ez meter and laboratory testing. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.